Event description:
It was further reported that during the index procedure, the target lesion being treated was 99% stenosed, 3.5mm in diameter and 32mm long. The lesion was treated with predilation and placement of a 3.5x32mm taxus liberte stent. Post dilation was not performed. Residual stenosis was 0% with timi 3 flow. The patient was discharged without complications 2 days later on aspirin and clopidogrel bisulfate.

Event description:
(B) (4) clinical study. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. The target lesion being treated was located in the mid left anterior descending (lad), but details are unknown. During the index procedure, the lesion was treated with the placement of an unknown taxus liberte stent. In (B) (6) 2010, the patient experienced stable angina and in-stent restenosis of the taxus stent placed during the index procedure. The 90% stenosed target lesion located in the mid lad was 40 mm long with a reference vessel diameter of 3.50mm. A percutaneous coronary intervention (pci) was performed with the placement of a non-bsc stent. Residual stenosis was 0%. It was noted that the patient had stable angina symptoms at the event. The procedure was resolved and the patient discharged 2 days later on aspirin and clopidogrel. Six month follow-up revealed no anginal symptoms. Patient status listed as ¿fine.¿

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Manufacturer narrative:
Date of birth, patient sex, describe event or problem, relevant tests/lab data, other relevant history, if implanted, give date - additional information (B)(4).